Event description:
Boston scientific received information that shortly after implant this right ventricular (rv) lead had dislodged. Chest x-ray showed the lead had pulled back with no slack. Physician was able to successfully reposition the lead without incident. No adverse patient effects were reported.

Manufacturer narrative:
Lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.